Event description:
It was reported that the patient presented for the implant procedure. During the procedure, upon interrogation, the lead exhibited low pacing impedance. The lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of low-pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.